Event description:
It was reported that the programmer displayed a system error when powered on and it was unable to be cleared. The programmer was returned for service. No patient complications were reported as a result of this event. It was further reported that the radio frequency head was returned and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found the printed circuit board out of specification electrically, that the programmer booted to an error which could not be cleared and that all of the light-emitting diodes on the printer switch flashed. It was further noted that the programmer had an incorrect serial number displayed on the power cord bay and that the cable of the radio frequency head was damaged.